Event description:
Patient stating that patient had a pump malfunction on one of her legacy pumps due to a priming issue on pump serial number (B)(6). Patient stated she is currently in the hospital as of (B)(6) 2024 morning due to an abscess in elbow which is infected (not pulmonary hypertension related). Patient states that the malfunction occurred in the hospital and she was successfully able to resume her treatment by switching to her backup pump. Product lot number and expiration date were systematically retrieved from the dispensing system. Did the reported product fault occur while in use with a patient? No did the product issue cause or contribute to patient or clinical injury? No is the actual device available to be returned for investigation? Yes. Did we replace device? Yes. Did the patient have a backup device they were able to switch to? Yes if yes, was the patient able to successfully continue their infusion? Yes what troubleshooting was completed? No is the infusion life-sustaining? Yes. What is the outcome of the event? Resolved? Ongoing? Resolved.